Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/08/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that after connecting to the generator the temperature was unstable and did not drop below 70 degrees prior to use on a patient. The electrode was reconnected but the incident was duplicated. There was no patient involvement. Another product was used to complete the case.